Event description:
It was reported that, during clavicle rafi (open reduction and internal fixation), the patient had a 3rd degree burn on the left side of the back coinciding with the clavicle procedure side. The electrocautery plate was placed on the right arm, without any problems sensing. The burn was treated with plastic surgery. The patient remains admitted at the time of this report.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial# (B)(6)); vl2610, vl2610 reliant disp pencil w holsterx50 (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.